Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during patient use, "pint failure" and "motor slow" alarms occurred. The ventilator stopped ventilating. The patient was manually ventilated and switched to another unit. There was no patient harm reported.